Manufacturer narrative:
H6 investigation: a device history review was conducted for the provided lot numbers. According to the sampling plan applied for product performance, these accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photos and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. H3 other text: see h10.

Event description:
It was reported that 425 intima-ii y 22gax1.00in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was visible sillicon particle in the needle, and several batches were influenced, this inccident was happened in the surgical department."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0063911, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9347648, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9262055, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 8171144, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9077739, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9169529, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9239030, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 0063910, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 8358930, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 7290358, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 8358947, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. Medical device lot #: 9106857, medical device expiration date: 2023-04-02, device manufacture date: 2020-03-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 425 intima-ii y 22gax1.00in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was visible silicon particle in the needle, and several batches were influenced, this incident was happened in the surgical department".